Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, the cause for the reported unintended movement (clip open ¿ efaa) could not be determined. The reported difficult to open or close (clip jumping) appears to be a cascading event of the unintended movement (clip open ¿ efaa). There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report that during device preparation, the clip opened during establishing final arm angle. It was reported that during device preparation the clip failed to establish final arm angle (efaa). During efaa the xt triclip jumped open. The issue occurred after several attempts during efaa. The device was not used. There was no patient involvement and no clinically significant delay in procedure. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).